Event description:
The customer reported that the system was displaying a disk failure error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and disk drive were replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.